Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty cable could not be identified. However, it¿s likely the cause is related to water entering from the damaged part of the connector. The event can be prevented by following the instructions for use which state: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd 3cmos autoclavable camera head displayed error code message e229 scope failure. The issue was found during inspection for use for an unspecified therapeutic procedure. The device was inspected before use. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) hospital (added here due to maximum character limitation). The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a faulty cable. The device evaluation found that the video connector side flooded and had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.